Event description:
During an in-clinic follow-up, increased pacing impedance and increased capture threshold were observed on the right atrial (ra) lead. No intervention has been completed. The patient is stable with no consequences and will continue to be monitored.